Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrilate a 65-year-old female patient, the device inappropriately displayed an "attach pads" message. Complainant indicated a spare set of electrodes were attached with the same result. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. Device log review found no rescue recorded for the reported event date (01/25/2026). The most recent rescue stored was from 11/2025. Logs showed no device errors prior to the event and confirmed the pads were connected and passing self-tests, indicating the device could electrically detect the pads/cable. No event-specific impedance data was available since no rescue record was captured. Potential causes for the "attached pads" prompt include electrode pad placement, adhesion of the elctrode pads to the patient, patient clinical factors (e.g., sweat, hair, dry skin), or patient preparation. The automated self-test results suggest the device was functioning with electrode pads attached. The device passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.